Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1; -16.0 diopter implantable collamer lens into the patien's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to refractive surprise. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. Claim #(B)(4).